Event description:
It was further reported according to the surgeon, the infection was ¿all over¿ the area where the system was implanted. It was stated it was from the head to the neck and chest. It was noted the patient was reportedly doing better now that the equipment had been removed.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0bus7, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that there was an infection. The source of the infection was unknown. The infection was unsuccessfully treated for an undetermined amount of time. It was noted that the system was completely explanted as a result. It was noted that future implant intentions were unknown. The event occurred post-operatively. It was noted that to the knowledge of the manufacturer representative the system was working properly and the patient was responding well to therapy. The patient¿s status was unable to be obtained. There were no other details known. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No device analysis was performed; the device met risk based criteria.